Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported event of infection is not related to the functionality or delivery of therapy of the device.

Event description:
Implant card for the patient was received indicating the patient received a prophylactic battery change. Information was also received indicating the surgeon replaced the battery to see if it does anything for the vocal cord paralysis. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Event description:
It was reported by the nurse practitioner that the patient was being referred to the surgeon due to speech problem side effects. It was indicated that the patient's device was disabled a few months ago due to the patient not being able to handle issues with her vocal cords. The patient would like their device checked to verify there are no lead issues. Additional information was later received that vns was indicated to be causing significant left vocal cord paralysis and intolerable speech difficulties. The settings were lowered with no improvement therefore the device was disabled. The patient is being evaluated by an ent. No surgical intervention has been reported to date. No additional relevant information has been received to date.